Event description:
Event description cpi received information that this transvenous defibrillation lead was exhibiting impedances > 2000 ohms. The lead was removed from service and replaced with a non-cpi lead.